Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been melted and cut in half longitudinally between the flanking curved areas. Based on the condition of the device as returned, we were able to confirm the reported complaint for ¿c-ring cut by cautery tool¿. Specific actions for the failure mode are being documented and managed in maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro broke while ligating branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. I was informed by the harvester that the "c-ring broke." During my conversation with him, he stated that he noticed while ligating branches the "c-ring looked broken." He explained that he wasn't sure if it happened from torque on the vein or if he overextended the c-ring enough that the jaws captured part of the c-ring during ligation and damaged it. Nothing came off in the patient. He simply removed the device and opened a new one to finish the case. The device is available for return.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro broke while ligating branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. I was informed by the harvester that the "c-ring broke." During my conversation with him, he stated that he noticed while ligating branches the "c-ring looked broken." He explained that he wasn't sure if it happened from torque on the vein or if he overextended the c-ring enough that the jaws captured part of the c-ring during ligation and damaged it. Nothing came off in the patient. He simply removed the device and opened a new one to finish the case. The device is available for return.